Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced extracardiac stimulation. It was also reported the right ventricular (rv) lead exhibited t-wave oversensing (twos). The left ventricular (lv) and rv leads were reprogrammed. Both leads remain in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.